Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had black particulate matter on the tubing filter. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between september 05, 2018 ¿ september 7, 2018. The device was received for evaluation. Visual and microscopic inspections were performed on the returned unit shows no evidence of black particulate matter on the tubing filter or its surrounding area. The filter and its surrounding area was found to be in its normal condition. No functional testing was performed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.